Manufacturer narrative:
MDR (B)(4) / initial 3 of 5. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in canada. It was reported that the patient faced an event on (B)(6) 2026, where patient faced five kinked cannula events that caused hyperglycemia treated by correction injection via multiple daily injection (mdi).